Manufacturer narrative:
Strain relief. Medwatch sent to FDA on 05/24/2016. The reporter of the event was asked to indicate product serial number. To date, the device information has not been received by apollo. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as strain relief. A visual inspection was performed, and noted non-penetrating nicks/scratches on the port. Analysis noted that the port septum had pulled material described as "needle damage." The strain relief tubing was noted to be discolored, and was yellowish in appearance. The port anchors were deployed from the port base, and brown particles were noted on the anchors. The strain relief was returned separated from the port, and without the strain relief connector; under microscopic analysis, a tear was observed in the strain relief. A leak test was performed on the port, and no leakage was noted. A fill inspection test was performed and no blockage or resistance to flow as noted. Under microscopic analysis, the band tubing was broken, with striations consistent with a surgical end cut for removal of the device. Device labeling addresses possible outcome of port tubing disconnection as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.

Event description:
Reported as: a patient with the lap-band system was reported to as the healthcare professional "was removing the lap-band at patient's request and whilst doing so, noticed that the strain relief was detached. When the band was being removed, the surgeon found the strain relief up near the band." The patient's lap-band system was explanted.